Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to the device being with batteries. To address the issue, the error code was cleared. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).

Event description:
It was reported that the pump exhibited error 1310. It is unknown if there was patient involvement, no adverse patient effects were reported.